Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01917. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an anterior/posterior vaginal repair with mesh implantation. Due to mesh erosion, dyspareunia, bleeding and infection the patient underwent removal of mesh on (B)(6) 2011.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystoscopy, due to cystocele, rectocele and sui. It was reported that patient underwent mesh removal on 07/31/2012. No additional information was provided.